Event description:
It was reported that the patient's battery was not charging; they were given a new battery. There were no alarms for this event.

Manufacturer narrative:
Patient weight was requested, but not provided by the account. Manufacturer's investigation conclusion: the reported event of the 14v battery not charging in the universal battery charger (ubc) was confirmed. The returned 14v battery (serial number: (B)(4)) was inserted into a test ubc and was not accepted for a charge; a red light error with a b0001 (communication error) error code was observed on the ubc. The voltage of the returned battery was measured to be 0.0 v and no leds illuminated when the fuel gauge button was pressed; this indicates that the battery was in sleep mode and would result in the observed error when attempting to charge the battery. Multiple attempts were made to charge the 14v battery by manually applying voltage to its terminals, however, the battery did not charge. The battery was milled open for evaluation of its internal components. The internal components were in unremarkable physical condition. Circuit analysis revealed that the battery had full charge; however, the output was off due to an open fuse. The reported event was determined to be due to an open fuse on the main pcb; however, the root cause of the fuse opening could not be conclusively determined through this analysis. The 14v battery is manufactured by a third party who maintains the device history records. The heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, explain all battery charger alarms, and the actions to take when a battery charger alarm occurs. The heartmate 3 patient handbook section 6 "caring for the equipment" and the heartmate 3 IFU section 8 "equipment storage and care" describe how to care for, maintain, and store the 14v batteries. The heartmate 3 patient handbook section 10 and the heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. The heartmate 3 patient handbook and the heartmate 3 IFU section 3 ¿powering the system¿ explain the various ways to power the heartmate iii lvas, including how to use the 14v batteries. This section informs the user of how to charge the 14v batteries using the universal battery charger (ubc). The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.